Event description:
It was reported via repair work order that the jack was stuck and could not go up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack was stuck and could not go up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer stated that they cannot verify the alleged issue of the jack not raising or lowering. The customer stated that they currently they do not have any unit with any defects or issues at this time.